Manufacturer narrative:
Concomitant products: w4tr03 crt-p implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt their newly implanted cardiac resynchronization therapy pacemaker (crt-p) vibrate and it made them feel sick to their stomach. It was determined that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.